Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer does not make a tight seal which allows the arterial chamber to continue to drop and raises the venous chamber causing blood to get into the lines causing the machine to alarm. The transducer is replaced several times during treatment. Additional information requested but to date has not been received.